Event description:
A call placed to technical services on (B)(6) 2016 reported that this ra lead was implanted on (B)(6) 2001. It was reported that there were 3 episodes of art, but the art is is due to noise. The physician was (B)(6) no information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)